Event description:
It was reported that a patient never experienced therapeutic effect. The device is thought to be defective. The ipg has been reprogrammed with no therapeutic effects. Diagnostic tests have not been performed on the device. Further information is being requested from the hcp.